Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Mon 02-sep-2025 the user¿s caregiver reported that the user received an occlusion alert at approximately 12:30 am while using a 6 mm, 23¿ teflon infusion set (lot # 6007400). The user¿s bg was elevated to 257 mg/dl but insulin delivery resumed after a full supply change was performed by the caregiver. No ems or hospitalization was required.